Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple non-tandem infusion set cannula's became bent, and caused the adhesive patch to become wet. Reportedly, this caused the customer¿s blood glucose to become elevated. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. Brand of infusion set was not reported.